Event description:
A valiant stent graft system was attempted to be implanted for the endovascular treatment of a thoracic lesion. No stenosis or calcification noted. It was reported that during the implant procedure, the stent graft could not be deployed in the lesion because the front handle of the delivery system was dislodged. There was no damage to the packaging or box noted. The implant procedure was done with product from another manufacturer. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).